Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. Additions to section h6: type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and revealed the presence of a pre-existing calcified surgical mitral valve. In this case, the complaint of balloon burst was unable to be confirmed as no imagery of the complaint device or videos of complaint event were provided, and the device was not returned for evaluation. Available information suggests patient factors likely contributed to the event as the provided 3mensio imaging suggests that calcification from the pre-existing mitral valve was the likely cause of the balloon burst. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement or stress concentration. Additionally, the complaint report suggests that +2cc over recommended inflation volume may have been used for inflation of the device. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to contribute to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tmvr (transcatheter mitral valve replacement) procedure with a 26mm sapien 3 ultra (s3u) valve in a pre-existing surgical valve at nominal volume, the balloon to the 26mm commander delivery system burst while deploying the s3u valve. It is suspected that a small piece of calcium on the mitral valve frame caused the burst. The burst balloon was then retracted back into the 14fr esheath+ and both devices removed as a unit. There was no complications to the patient.